Event description:
It was reported that when using the pyxis medstation es system, it had a tower door jam. The customer reported that an issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the tower door failing with the latch clicking. The field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.